Manufacturer narrative:
The issue began after the customer installed new electrodes. Additionally, prior to beckman coulter customer technical support (cts) assistance, the customer changed the tubing and cleaned the sample pot. Cts guided customer in performing ise manual enhanced clean, calibration and quality control (qc) resulting in instrument performance within specifications. A beckman coulter field service engineer (fse) was dispatched to troubleshoot the issue. The fse replaced both buffer valves and installed original electrodes, ran multiple calibrations and performed a selectivity test with passing results. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Date of birth: information not provided by customer. Weight: information not provided by customer. Ethnicity: information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.